Manufacturer narrative:
The reported events were dislodgement resulting in inappropriate high voltage therapy with no known patient consequences. As received, a complete lead was returned with its associated stylet stuck in the lead. The helix mechanism test was unable to be performed due to as received damaged helix. The reported event of inappropriate high voltage therapy was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in-clinic following a high voltage (hv) therapy administered by the device. X-ray imaging was conducted and revealed that the right ventricular (rv) lead has dislodged into the right atrium. Since the patient has chronic atrial fibrillation (af), the physician suspects that the rv lead may have detected the af signals and interpreted it as a ventricular fibrillation episode; thus, making the hv therapy delivered as inappropriate. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.